Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high / undefined pacing impedance. Additionally noted was oversensing noise on a recent stored ventricular tachycardia non-sustained episode (vt-ns). The patient will be sent for an evaluation and possible lead extraction. The lead currently remains in use. No patient complications have been reported as a result of this event.